Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in resetting it, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and contact support if the issue happens again, and the customer acknowledged these instructions.